Event description:
The customer reported that while the unit was in use on a pt and the unit was removed from a/c power and switched to battery the system gave a low battery alarm. No pt injury was reported.